Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the (B)(4) registry one day after index procedure the patient experienced a myocardial infarction (mi). The patient is a (B)(6) female who was enrolled in the (B)(4) study for stenting of the carotid artery. The patient's medical history includes coronary artery disease, myocardial infarction, and coronary percutaneous revascularization. The target lesion was the proximal left internal carotid artery (l5), described as moderately calcified and moderately tortuous. The length of the lesion was 30mm and the rate of stenosis was 80%. There was no occlusion in the contralateral carotid. An angioguard embolic protection device was advanced and deployed distal to the lesion and a precise stent was successfully deployed in the lesion. The angioguard was removed without difficulty. The procedure was successfully completed. There was no reported injury to the patient. The patient was discharged two days post procedure with aspirin and clopidogrel prescribed. The day after the index procedure, the patient was diagnosed with a myocardial infarction. The patient does have a history of mi requiring coronary intervention with coronary stenting. The brand of stents implanted are unknown. There was no indication of mi during the index procedure. The event is being medically managed and the patient may undergo CABG. The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis stent. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15437645 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. There is no medical evidence to suggest a relationship between carotid artery stent implantation and the reported mi.

Manufacturer narrative:
The adjudication minutes received (B)(4) 2012 disagree with the previous diagnosis that the patient experienced an mi the day following the index procedure. The patient does have a history of mi requiring coronary intervention with coronary stenting. There was no indication of mi during the index procedure. The event was medically managed and the patient may undergo CABG. The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis stent. To better reflect the adjudication the mi, which had previously been reported, will be unreported. No additional information will be forthcoming.

Event description:
As reported by the sapphire registry one day after index procedure the patient experienced a myocardial infarction (mi). The patient is a (B)(6) female who was enrolled in the sapphire study for stenting of the carotid artery. The patient's medical history includes coronary artery disease, myocardial infarction, and coronary percutaneous revascularization. The target lesion was the proximal left internal carotid artery (l5). The vessel was described as moderately calcified and moderately tortuous. The length of the lesion was 30mm and the rate of stenosis was 80%. There was no occlusion in the contralateral carotid. An angioguard (catalog and lot number unknown) embolic protection device was advanced and deployed distal to the lesion and a precise (catalog and lot number unknown) stent was successfully deployed in the lesion. The angioguard was removed without difficulty. The procedure was successfully completed. There was no reported injury to the patient. The patient was discharged two days post procedure with aspirin and clopidogrel prescribed. The day after the index procedure the patient suffered an adverse event. The patient was diagnosed with a myocardial infarction. The patient does have a history of mi requiring coronary intervention with coronary stenting. The brand of stents implanted are unknown. There was no indication of mi during the index procedure. The event is being medically managed and the patient may undergo CABG. The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis stent.